Event description:
It was reported to philips that the image processing computer was unable to power on, preventing the system from booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. The rse identified that the system failed to start after a planned power outage. The system power was restored but the tsm failed to start due to a negotiation host message, and the data monitor displayed no information. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the display was blank on all monitors after the planned power outage. Upon further testing the fse found that the f14 fuse in the main cabinet of the machine room had blown, preventing the image processing pc and data monitor from starting up. To resolve the reported issue, the fse replaced the blown fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.